Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an onyx became stuck in the catheter (premature coagulation). The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). Leision details avm grade type 3. The avm was located in the brain's functional region (eloquent area). The patient¿s vessel tortuosity was moderate. When an attempt was made to inject onyx18 through the deflector, the onyx18 got stuck inside the catheter. The empty space of the delivery catheter was filled with dmso. The physician did not pause during the onyx injection. The duration of the onyx injection was 60 seconds. Postoperative findings related to blood flow contrast showed no change. There were no patient symptoms or complications associated with this event. Ancillary devices: sheath 5 fr glide sheath, microcatheter deflector nano, guidewire chikai10.